Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and a dissection occurred. The dissection was repaired with another stent. The pt status is listed as "okay".